Event description:
It was reported that the pacemaker dependent patient's right ventricular lead exhibited frequent noise over-sensing episodes that resulted in noise reversions with pacing inhibition. The patient was admitted through the emergency room and programming changes were made. On (B)(6) 2024, the patient's right ventricular lead was capped and replaced. It was reported the patient's device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was electively explanted and replaced during the same procedure. The patient was stable. Related MFR number: 2017865-2024-69789.

Manufacturer narrative:
Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. No device anomalies were found.